Manufacturer narrative:
This report is being updated to provide investigation findings. The device was returned. Upon evaluation, the device was noted for heavy corrosion located on the inner housing where the disposables are inserted and also on the inside of one of the ports. The handpiece appeared to have no missing components, as all four bearings are still intact. The housing has minor scratches and the cable appears to have no kinks. There were no other abnormalities noted in the visual inspection. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with was manufactured within specification on 27jan2020. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be user error as the phenomenon could not be replicated when temperature tested three times per the evaluation results. The handpiece was tested by olympus using the default setting of 5000rpm for 5 continuous minutes each interval. The results ranged from 93 degrees fahrenheit to 96 degrees fahrenheit, which is within 105 degree fahrenheit specification. Customer phenomenon of the handpiece overheating was not confirmed. The over heating of the handpiece could have occurred if the device was used outside specifications for time intervals and rpm.

Event description:
The customer reports during an unspecified procedure using a dca1401 handpiece, the hand piece overheated and the patient experienced a burn. No further details are known. Multiple attempts to obtain additional details regarding the patient and reported event have been made. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not bee returned to olympus for evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.